Manufacturer narrative:
B4: 13-may-2021. D4: catalog #: cdl-737l. D6a: 12-mar-2014. G1: mr. (B)(6). G3: 13-may-2021. G6: follow-up # 1. H2: correction, additional information, device evaluation. H3: yes. H6: health effect - impact: 4627. Medical device problem code: 1099, 2682. Type of investigation: 10, 3331. Investigation findings: 140. Investigation conclusions: 4315. H10: it was reported that the patient was revised due to neck and arm pain. The radiographic images show the device had collapsed and bone resorption was observed. Osteolytic pockets filled with debris-laden tissue were present in the bone attached to the superior endplate. The implant was not intact as-received. The device had collapsed. There was evidence of contact between the endplates with the core not present between the endplates or found during surgery. It was noted that tissue samples were taken for histopathology and microbiological analysis but no results were provided. However, tissue samples were collected by an outside laboratory from the bony ongrowth on the superior endplate where abundant birefringent, elongated, polymeric particles consistent with polyethylene were observed. The device showed evidence of in vivo mechanical failure. Furthermore, although tissue samples were collected during the revision surgery, it was not clear if infection was confirmed, which may have contributed to the failure of this procedure.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested.

Event description:
It was reported that a single-level patient was revised. The m6-c was removed due to pain.